Manufacturer narrative:
One opened knife sample was received in a blister package for the report of having a defective tip. The returned sample was visually inspected and was found to be nonconforming with a damaged tip and a damaged cutting edge. Penetration testing could not be performed due to the damaged condition of the sample. A photo is attached to the parent complaint which has been reviewed by the investigation site. No product defects can be seen on the cutting instrument shown in the photo. A blister is shown in the photo. From follow up activities, it is an available blister package which happened to have been a 2.8mm with a lot number, but is not part of the complaint. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. The sample was confirmed to be a different size and catalog number than was originally reported. The lot number of the actual complaint sample is unknown. The additional, updated product information is being provided at this time. (B)(4).

Event description:
Additional information received clarified that the actual complaint knife is a different size and catalog number than was originally reported.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a knife had much difficulty in penetrating the cornea during cataract surgery. The knife was then noted under the microscope to be lightly flattened. There was no impact to the patient. Additional information has been requested.